Event description:
It was reported the pt experienced a loos of therapeutic effect. It was stated that three weeks post implant, the pt experienced a return of symptoms. On (B)(6) 2010, the pt reported "increased leakage" to her health care provider. It was also stated the pt had "ultrasound three times a week" approximately the same time, the loss of stimulation was reported. It was later reported the pt had a lead revision on (B)(6) 2010, and was reportedly "doing very well." Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).